Event description:
The account stated that the axsym total psa reagent is generating decreased results and the total psa is not coherent with the free psa results. The account provided the following results; units of measurement was not provided. 2009: free psa - 1.486, 1.72. The next day: total psa - 0.15, 7.30 /7.05. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: an aberrant axsym result was obtained by the customer, but neither confirmed during repeat testing at customer site nor during in house evaluation testing. We have completed our investigations using our retained in-house samples of the axsym total psa reagent lot 75093lf01 as used by the customers laboratory. Axsym total psa calibrator lot 71217lf00 and axsym total psa controls lot 75513lf00 were used in the course of our investigation, as no material was available for return from the customers laboratory. The objective of the testing was to assess the accuracy of the axsym total psa assay by performing one run on three axsym instruments. Investigation testing at (B)(4) involved the generation of calibration curves by testing two replicates of calibrators a - f. One replicate of each level of axsym total psa controls (lot 75513lf00) were tested per run to assess the validity of the calibration curves. The calibration curves were valid. Four replicates of an in house serum based sample used at final customer release testing to mimic patient samples were then assessed per run on the axsym instrument and the mean of twelve replicates was assessed against specific acceptance criteria. Results obtained using the serum based samples containing psa were within the expected values and passed acceptance criteria. The sample assessed is closest to the concentration of the patient sample concentration observed at the customers site. Our testing has confirmed acceptable recovery for axsym total psa reagent kit 7k53-20 lot 75093lf01, around the concentration range of the patient sample the customer was testing at the time the discrepant result was obtained. In addition to our tests, we reviewed the testing data generated by our quality control laboratory prior to approving this reagent lot for sale to our customers. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for axsym total psa (list 7k53) was performed. Complaint report records are used to identify potential and current field issues. The reports indicated that there were no trends reported for this issue and this is the only complaint of this nature registered for this reagent lot to date. The results of our investigation demonstrate that the axsym total psa reagent lot in question (7k53-20 lot 75093lf01) is performing within its intended use, label claims and specifications. We referred the customer to the axsym total psa package inserts for further advice and troubleshooting, the package insert states: ensure that complete clot formation in serum specimens has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy may exhibit increased clotting time. If specimens are centrifuged before a complete clot forms, the presence of fibrin or particulate matter may cause erroneous results. Additionally the axsym total psa package insert states: multiple freeze-thaw cycles should be avoided. Specimens must be mixed thoroughly after thawing, by low speed vortexing or by gently inverting and centrifuged prior to use, to remove particulate matter and to ensure consistency in the results. Also in the limitations of the procedure section of the axsym total psa package insert states: specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits which employ mouse monoclonal antibodies. These specimens should not be assayed with the axsym total psa assay. This is the final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.